Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip, missing end cap sticker, detached end cap.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the bottom is falling out of insulin pump and every time the piston moves the whole bottom moves. Customer states that insulin pump was dropped. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.